Manufacturer narrative:
MFR ref no.: (B)(4). The device was received and evaluated by baxter. The reported symptom was experienced during initial testing, but could not be reproduced in add'l testing. Upstream occlusion tests were performed per spectrum service manual with the unit passing. The unit was recalibrated and tested to ensure continued accurate occlusion testing.

Event description:
It was found during baxter's testing that a pump displayed constant downstream occlusion alarms. There was no pt involvement.